Event description:
Information was received indicating that a no disposable, clamp tubing alarm occurred to a smiths medical cadd-legacy® 6500 pump, even after replacing the cassette. A beep alarm was also noted. There were no reported adverse patient effects.